Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the power switch did not function as expected. The switch was turned on 3 to 4 times before the power initiated. The device was used for the procedure. The user reported that the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.